Event description:
It was reported that the right ventricular lead exhibited noise and inhibition while the patient was sedated for a lumbar laminectomy. The lead was imaged and it showed signs of clavicular crush. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.